Event description:
It was reported that the patient's lead exhibited high thresholds and impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.